Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during attempted closure of an unspecified access site, relative to an endovascular aneurysm repair procedure, the proglide device could not be back-loaded onto the guide wire. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿proglide device could not be back-loaded onto the guide wire¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.